Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2933 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter "kinked under skin on 4/30 and PICC came out additional 3cm w/out pulling. PICC did not have to be replaced but was no longer in the lower 1/3 of the svc." No other information provided.